Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the tortuous and calcified distal left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced with the use of a guide extension catheter to treat the lesion. However, during the deployment attempt, the stent failed to be delivered and when the device was removed, it was noticed that a stent strut was sticking up 90 degrees. The procedure was completed with another of same device. No patient complications were reported.